Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The patient has experienced buttock claudication since the time of implant. This was assessed by the investigator to be related to the procedure but not the device. The investigator determined that this is not a serious adverse event. No actions have been taken, the event remains unresolved, and the patient is being monitored.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51 mm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck was 21 mm in diameter and 13 mm in length. The distal aorta was 21 mm in diameter. The right iliac artery was 17mm in diameter and the left was 15mm. The right femoral artery was 15mm in diameter and the left was 14mm. It was reported that at the time of implant the fluoroscopy screen was not displaying well; therefore, the physician decided to deploy the bifurcated stent graft lower than initially planned to ensure the renal arteries would not be covered. This caused the ipsilateral limb to cover the left internal iliac artery. No clinical sequelae were reported. The patient was asymptomatic and was discharged from the hospital three days post implant.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion); failure to follow instructions (inadequate imaging used during the procedure). Conclusion: user error contributed to event (inadequate imaging used during the procedure).

Event description:
Additional information was received. The investigator has indicated that the buttock claudication was resolved without intervention.